Event description:
The disconnect "sets" sold for insulin pump are advertised as being able to be worn while swimming and bathing. However, pt states that the set detaches even when she sweats. When she contacted the MFR, she was told that she needed to purchase a special adhesive for the "set" to remain attached during those activities. She was told by the MFR that if she purchased the adhesvie that she would also need to purchase the adhesive remover. The last shipment of needles she rec'd that are used to implant the "set" cannula are bending during the implanting procedure. She has been using insulin pumps for 20 years.